Event description:
In 2005 patient underwent a laparoscopic cholecystectomy and an open umbilical herniorraphy and had a gore bioabsorbable hernia plug implanted. 10 days post-op an infection was present, which was treated and resolved. Two months later, the patient experienced fluid collection and discharge from surgical site. That same month, 1/4 cup of clear to yellow fluid was aspirated and a culture yielded the presence of bacteria. Patient was prescribed antibiotics, which were not taken. In february of 2006, a cat scan diagnosed a recurrence of the hernia underneath the gore bioabsorbable hernia plug. The patient consulted with a second surgeon, who removed the remaining, unabsorbed hernia plug and implanted a mesh on 2/13/2006. Patient is reportedly healing well and reeling better.

Manufacturer narrative:
No pathology report available from physician.